Manufacturer narrative:
Dae of event is estimated. Patient weight is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site . As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.